Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2017 at home due to an unknown cause. It was not thought to be device related. There were no reported device issues or malfunctions that could have contributed to the patient¿s cause of death. The patient¿s family did not provide any further information. No autopsy was performed and the pump would not be returned for an evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the ventricular assist device (vad) coordinator, the patient expired at home due to unknown cause and not thought to be vad related. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The vad coordinators stated that they were not given any information by the family. No autopsy was done.